Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure for device change-out due to normal eri, the right ventricular lead with chronic high thresholds was capped and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.